Event description:
During a laparoscopic appendectomy procedure, the physician was utilizing the device to transect the appendix. Once the instrument was closed and fired, the surgeon could not open the jaws of the instrument in order to remove it and fire again. An additional device was opened and used once this instrument was removed. This instrument had to be cut away from the patient's appendix. There was no additional consequence.